Manufacturer narrative:
One used device was received and evaluated. A visual inspection of the device revealed that the male adapter of the option-lok was completely broken off. There are white drag marks indicating the use of force. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks, and general connections events. According to investigation results, the reported issue is related to the design. A lot history review was performed to verify if there are other reports of this nature with the same batch. There was no additional complaint with the same nature found. There was a total of one complaint (the one that is being addressed under the scope of this investigation) from the same nature out of (B)(4) manufactured units. Subsequent to the submission of the initial medwatch report, it was noted that the labeled for single use was inadvertently checked as "no" instead of the intended "yes."

Event description:
User facility mandatory medwatch was received which stated the following: the patient had an intravenous (IV) patient controlled analgesia (pca) infusion running and the nurse observed that the pca tubing male end broke in the maintenance IV tubing valve allowing pain medication to leak out on the floor with no medication reaching the patient. The patient was in severe distress, dyspneic and clammy. A physician order for an IV push dose of pain medications was obtained and administered. All IV tubing was changed. The broken tubing was bagged and retained and will be sent to the manufacturer for inspection upon their request. The nurse commented that this was the second incident in 1.5 weeks with the same brand/type of pca tubing male end breaking off in a maintenance tubing valve. The tubing from the event 1.5 weeks ago was not retained, however. Lot number of devices currently in stock are 380270304w. Unknown what the lot numbers were for the two devices involved." Upon further query the following information was provided that indicated, the broken part of the male end of the tubing set appeared to be jagged. It was reported that there was no manual manipulation done to the tubing set. The customer contact reported that the patient had a temporary delay in receiving pain medication; however, there was no adverse effect to the patient. No additional information was provided.

Manufacturer narrative:
User facility mandatory medwatch report was received on 12/01/2015. The report number is (B)(4). The device was received. Investigation is not complete.

Event description:
User facility mandatory medwatch was received which stated the following: "the patient had an intravenous (IV) patient controlled analgesia (pca) infusion running and the nurse observed that the pca tubing male end broke in the maintenance IV tubing valve allowing pain medication to leak out on the floor with no medication reaching the patient. The patient was in severe distress, dyspneic and clammy. A physician order for an IV push dose of pain medications was obtained and administered. All IV tubing was changed. The broken tubing was bagged and retained and will be sent to the manufacturer for inspection upon their request. The nurse commented that this was the second incident in 1.5 weeks with the same brand/type of pca tubing male end breaking off in a maintenance tubing valve. The tubing from the event 1.5 weeks ago was not retained, however. Lot number of devices currently in stock are 380270304w. Unknown what the lot numbers were for the two devices involved." Upon further query the following information was provided that indicated, the broken part of the male end of the tubing set appeared to be jagged. It was reported that there was no manual manipulation done to the tubing set. The customer contact reported that the patient had a temporary delay in receiving pain medication; however, there was no adverse effect to the patient. No additional information was provided.